Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar pro c-flex+ device's sound abatement foam. The patient has alleged black debris in water reservoir. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer was contacted regarding the voluntary field safety notice and recall related to sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar pro c-flex+ device was returned to a third-party service center with no initial alleged complaint. During evaluation, the device underwent visual inspection, which identified evidence of foam degradation and particulate matter within the blower kit. The service technician also observed dust contamination. Review of the device data revealed unrelated error codes that are consistent with normal device operation and expected use conditions; these findings are not considered reportable under medical device reporting requirements. No evidence was identified to indicate that the error codes contributed to or caused the reported condition. Following completion of the evaluation, the device was scrapped by the service center.